Event description:
On (B)(4) 2012, the reporter contacted animas alleging that on (B)(6) 2012 the patient awoke with a blood glucose (bg) of 52mmol/l and a 'bad headache'. The patient had reportedly spent the night away from home and was dropped off at the hospital around 7:30am on (B)(6) 2012. The patient was reportedly admitted to the hospital with diabetic ketoacidosis and at the time of the call to animas customer technical support (cts) the patient was reportedly in the ICU on an insulin drip. At the time of initial contact the patient was unavailable to review the pump, and the reporter was unsure of what the basal rates and pump settings should be. The reporter was able to confirm that there were no associated alarms in the pump history and the pump had not been suspended. Customer support followed up with the reporter on (B)(4) 2012, and the reporter noted that the patient had been discharged from the hospital on (B)(6) 2012 back on insulin pump therapy and her bgs were normal. The reporter stated she believed the pump had been programmed correctly at the time of the reported incident, and did not feel that the pump was the cause of hospitalization. There were no related pump issues found at the time of follow up. This complaint is being reported because the patient allegedly experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box shows there was an auto off timeout, the pump was suspended and deliveries were not resumed. The total daily insulin totals were reviewed and were found to correctly reflect the user's programmed basal rates. There were no alarms or pump conditions indicating a malfunction recorded in black box. A 29 hour flow test was performed and the pump was found to be delivering within specifications. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.